Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope showed an e216 error (scope communication error). The issue occurred during preparation for use for a therapeutic laparoscopic procedure. It was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -it may be due to the accumulation of electrical load (stress) due to energization of the internal electrical board of the video connector (including electrical components mounted on the electrical board), the electrical connection may deteriorate due to the accidental application of static electricity or overcurrent caused by attaching or detaching the device while the system is on, which may adversely affect the image signal output and cause the image signal output to become unstable and it is thought that the electrical board inside the video connector has malfunctioned (abnormal), leading to the image abnormality. Regarding the application of overcurrent, etc., it is assumed that there is a possibility that the system is connected or disconnected while the power is on, overcurrent is applied from other devices or electrical wiring, or dust or moisture is attached to the electrical contacts of the system and video connector. The event can be detected by following the instructions for use which state: -detection method: operation manual, ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.